Manufacturer narrative:
No conclusion code available, failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.3-11.5cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 36.5-36.8cm and 37.5-38.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.